Manufacturer narrative:
E1: reporter institution phone number: (B)(4). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who stated the pressure readings are inconsistent. The rse recommended replacing nbp pump and to perform a calibration. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the pressure readings are inconsistent. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Analysis was performed philips remote service engineer (rse) which included interviewing the customer who stated the pressure readings are inconsistent. The rse recommended replacing nbp pump and to perform a calibration. Diagnostic/functional testing was performed at the philips repair facility. Results of functional testing report no functional defects were found. The unit was tested and the defect claimed by the customer could not be reproduced. At the customer's request the nbp pump was replaced. Based on the information available in the case and the testing conducted, the customer's alleged malfunction could not be duplicated. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.